Manufacturer narrative:
The (B)(6) 2015 pump exchange was reported under MFR# 2916596-2015-00279.approximate age of device: 46 days.the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic with shortness of breath with minimal exertion. The patient had recently received a pump exchange for hemolysis on (B)(6) 2015. The patient was found to have elevated lactate dehydrogenase levels of approximately 1100 u/l, a plasma free hemoglobin level of 50 g/dl, and elevated total bilirubin and creatinine levels. No device alarms were reported. Review of the data log file noted an approximate 31 day period where the pump power was trending upward slightly with the pulsatility index trending flat. The patient subsequently received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of hemolysis was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus formation situated on the inlet bearing ball and inlet section of the rotor. The thrombus formation appeared to be to have evidence of laminated layering, which suggests it was present while the pump was operating. Examination of the rotor revealed a non-laminated deposition situated in between two of the blades of the rotor. The structure of the deposition suggested that it did not develop on the rotor. The deposition had areas that appeared denatured which is indication that the deposition was likely present while the pump was in operation. Although its origins cannot be conclusively determined, the deposition was similar to the formation found on the inlet bearing ball, and likely developed there. The thrombus found in the pump would have contributed to the reported clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists pump thrombosis as a potential adverse event associated with use of the heartmate ii lvas. No further information was provided. The manufacturer the file on this event.